Event description:
On (B)(6) 2012, this pt underwent endovascular repair of a thoraco/abdominal aneurysm using conformable gore tag thoracic endoprosthesis and gore viabahn devices. The viabahn devices were placed in the superior mesenteric and celiac arteries, as the aneurysm extended distally past the celiac artery. Post deployment, angiography revealed a distal type I endoleak. Therefore, a gore tri-lobe balloon catheter was advanced and ballooning at the distal attachment site was performed. At this time, the pt's blood pressure dropped and rupture of the aorta was suspected. The pt could not be stabilized and expired on the table.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.